Manufacturer narrative:
H.6. Investigation summary: catalog (B)(4) batch no. (B)(4) customer reported one case without carton label ID. Photos without the carton label were provided. Bd was unable to reproduce customer¿s experience with the bactec product. Satisfactory results were obtained from retention samples when visually inspected for presence of carton label. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is confirmed based on photos provided by the customer. H3 other text : see h.10.

Event description:
It was reported that bd bactec¿ peds plus¿/ f culture vials (plastic) box arrived with no label. No patient impact was reported. The following information was provided by the initial reporter: no label.

Event description:
It was reported that bd bactec¿ peds plus¿/ f culture vials (plastic) box arrived with no label. No patient impact was reported. The following information was provided by the initial reporter: no label.

Manufacturer narrative:
Initial reporter phone: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.